Event description:
The customer reported a clear leak from the coulter lh 500 hematology analyzer. The customer could not locate the exact location of the leak. The volume of the leak was 10 ml and was not contained within the instrument. The customer was not wearing personal protective equipment (ppe) at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/28/2015. The fse found a leak because the tubing through pinch valve pv49 was cut. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).